Manufacturer narrative:
(B)(4). The actual device has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).

Event description:
As reported by the user facility. Customer reports under infusion: no alarm occurred during infusion. Infusing cefuximab, 520 ml to infuse over 20 hours rate set for 210 ml per hour. Appeared to be infusing correctly, no alarms during infusion. Nurse checked bag when infusion supposed to end, noted 1/2 the bag remained, infused over a second 2 hours. Customer did calculate drip rate at time noted bag about 1/2 full and drip rate calculated out to half of the set rate. Customer reports this drug is very viscous, but have infused it other times with no issues using pump, set used 490041. Customer did not save set or bag due to nature of the drug. No patient injury.